Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of a set leaking due to a hole was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on the provided model number because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported bd alaris¿ pump module smartsite infusion set was damaged, resulting in leakage. The following information was provided by the initial reporter: "a041001 - material puncture / hole, a0504 - leak / splash".

Event description:
It was reported that the as lvp 20d dehp 2ss cv had a small hole that lead to leakage. The following information was provided by the initial reporter: during assessment it was noted that the midazolam was leaking from the pump onto the floor. Upon further investigation it was noted that there was a pinprick hole in the midazolam line above the pump section. The line was changed out and a new bag was spiked.

Manufacturer narrative:
The following fields have been updated with additional information: b.3. Date of event: (B)(6) 2021. B.5. Describe event or problem: it was reported that the as lvp 20d dehp 2ss cv had a small hole that lead to leakage. The following information was provided by the initial reporter: during assessment it was noted that the midazolam was leaking from the pump onto the floor. Upon further investigation it was noted that there was a pinprick hole in the midazolam line above the pump section. The line was changed out and a new bag was spiked. D4. Medical device lot #: 21013056. D4. Medical device expiration date:6-jan-2026. H4. Device manufacture date: 16-dec-2020.

Manufacturer narrative:
The following fields were updated due to corrections: h.6. Imdrf annex b grid: b17, b14, b11.

Event description:
It was reported bd alaris¿ pump module smartsite infusion set was damaged, resulting in leakage. The following information was provided by the initial reporter: "a041001 - material puncture / hole, a0504 - leak / splash".